Manufacturer narrative:
E1. Initial reporter first and last name unknown. E1. Initial reporter email unknown. No device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that when the pressure sensor was turned on, it was found that the interface between the pressure sensor and the switch was leaking when venting, and it was used normally after replacing it with a new one. There was no patient involvement and no patient harm reported.